Manufacturer narrative:
Sc-3400-30(sn: (B)(4)). Device evaluation indicated that the leads splitters passed visual, electrical, mechanical and photographic imaging tests performed. The complaint of high impedance was not confirmed. The lead splitters passed impedance test. The lead splitters were also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance could not be duplicated.

Event description:
A report was received that the patient had lost stimulation. It was noted that some contacts were not functioning. The patient will undergo a revision procedure wherein the splitters will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a procedure wherein the splitters were replaced. The splitters showed high impedances that caused the malfunction. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had lost stimulation. It was noted that some contacts were not functioning. The patient will undergo a revision procedure wherein the splitters will be replaced.

Event description:
A report was received that the patient had lost stimulation. It was noted that some contacts were not functioning. The patient will undergo a revision procedure wherein the splitters will be replaced.

Manufacturer narrative:
Event date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.